Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received erratic glucose readings with the abbott diabetes care (adc) device. The customer reported receiving unspecified erroneous readings. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as sweating, shaking, confusion, and dizziness. The customer self treated with peanut butter and hard candy. There was no report of death, serious injury, or mistreatment associated with this event.